Event description:
Complainant alleged during the monitoring of a pt (age and gender unknown), the medics depressed the recorder button, but the recorder did not issue any recorder strips and the device displayed a "service code 56" message. In addition, all device functions became inoperable. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.